Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of no image was confirmed. The failure was caused by a faulty cable. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
An olympus representative reported to olympus on behalf of the customer, that there was a no image issue while using the 4k camera head. The issue was found during reprocessing. The intended procedure is unknown but was completed. There was no patient under sedation at the time of the event and there was no report of patient death, injury or harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. See additional information on h4, h6 and h10. Based on the results of the legal manufacturer's investigation, it was confirmed that the cable was faulty. Therefore, it was determined that the image function did not function normally due to the failure of the cable, and the phenomenon pointed out [no image appeared] have occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.